Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 600 mg/dl; cause unknown. The customer administered a correction injection as well as a bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.